Event description:
Attorney reported: in 2008--the patient underwent an incisional hernia repair with placement of a ventralex mesh patch. The patient suffered continuous infections and complications over the period from the time the mesh patch was implanted till it was removed. In 2008--the patient underwent surgery for the removal of the previously placed mesh patch. The patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Report indicates that the patient had and was treated for an infection with mesh explant, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.